Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate "unit going into low minute volume alarms". The service technician was also unable to duplicate "stopped ventilating". All testing performed using a good known test ac adapter as well as a good known patient circuit. Lap top ventilator 1200 passed 48 hour extended tests at customer's settings. The ventilator also passed all tidal volume test from the ltv final test. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
The customer reported model lap top ventilator 1200 received low minute volume alarms and stopped ventilating while connected to a patient. The patient was removed from ventilator and provided positive airway pressure ventilation via bag valve mask. Upon further investigation, the customer stated it is unknown if the patient suffered any injuries associated with event.